Event description:
Orig surg: 1998. Medium activity level. Allegedly product condition wasn't the usual. The insert was destroyed at the medical side. The pt allegedly wasn't doing good with the knee. The dr revised only the insert.